Manufacturer narrative:
As received, a partial distal portion of the lead was returned in one piece. Visual inspection of the lead found multiple internal abrasion breaching all lumens. The inner coil and cable ptfe coatings were intact. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation abrasion was confirmed; however, no externalized conductor wires were observed upon analysis.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
The lead was explanted during an unrelated procedure. Upon x-ray examination, externalized conductors were observed. The lead was not replaced as the patient no longer needed an ICD system. The patient was stable with no adverse consequences.